Event description:
The advocate stated the customer received a blood glucose reading of 251 mg/dl from her breeze meter and a reading of 107 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for evaluation. Replacement test strips and a breeze2 meter were sent to the customer.